Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose ranged from 80-150 mg/dl. A system check with tandem customer technical support (cts) confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Reportedly, customer changed the infusion set tubing to address the issue and resumed insulin delivery. Customer was using apidra insulin. Cts reminded customer on cartridge/insulin labeling.